Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa assay on cobas e 801 module. The sample initially resulted in a total psa value of 58.3 ng/ml. The sample was repeated two times, resulting in values of 0.778 g/ml and 0.787 ng/ml. No questionable result was reported outside of the laboratory. The total psa reagent lot was 65212701 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The customer provided a discrepant result for a second patient sample tested with the elecsys total psa assay on cobas e 801 module. On 18-jan-2023, the sample initially resulted in a total psa value of 13.7 ng/ml. The sample was repeated two times, resulting total psa values of 0.809 ng/ml and 0.777 ng/ml. It was asked but it is unknown if the questionable result was reported outside of the laboratory. The calibration performed on 22-nov-2022 had signals within the expected range. The qc results were within the target range. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.

Manufacturer narrative:
Based on the limited data provided, a general reagent issue can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.